Manufacturer narrative:
A steris service technician arrived onsite to inspect the processor and found the processor was in a fault condition for a chamber level low. The fault occurred during the warm/mix phase causing the report of odor after the lid was opened. When the technician arrived onsite no scope was present in the processor. The technician found that the ck8 was sticking subsequently causing the fault. The technician replaced the ck1 and rebuilt the ck8. The technician ran a diagnostic cycle and two processing cycles and confirmed the processor to be operating properly. The unit was returned to service and no additional issues have been reported.

Event description:
The user facility reported that an odor is emitting from their system 1 plus processor. The employees present in the room felt nauseated and left the room. No medical treatment was sought or administered.